Manufacturer narrative:
The device sample was returned for eval, however, the results of the eval are not available at the time of this report.

Event description:
The event is reported as: the respiratory supervisor stated that when setting up the ventilators for the nicu and in doing the circuit pre-check she had multiple circuits that would not pass the test. The cap is cracked at the wye. No pt injury reported.